Manufacturer narrative:
H6: investigation summary: customer reported a separation and only returned a photo of the affected sample. The photo clearly shows a separation at the inlet of the smart site, and the complaint is verified. A failure investigation was not conducted so the root cause is unknown. Usually, separations of this type are traced to assembly, especially since the device separated out of the packaging. A device history record review for model 2426-0500 lot number 20063390 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: 20063390. Bd alaris pump infusion set w/back check valve 3 smartsite y-sites. It was reported that this tubing was taken out of its original packaging and found to be disconnected at the y-site below the pump segment. There was no contact with a patient. Incident date-unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no.: 2426-0500, batch no.: 20063390. Bd alaris pump infusion set w/back check valve 3 smartsite y-sites. It was reported that this tubing was taken out of its original packaging and found to be disconnected at the y-site below the pump segment. There was no contact with a patient. Incident date-unknown.